Manufacturer narrative:
The t:slim x2 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were small air bubbles observed in the tubing. Reportedly, the customer used cold insulin to fill the cartridge. The customer's blood glucose level was 303 mg/dl. The customer primed the air bubbles, and continued using the pump for insulin therapy.